Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. It was reported that catheter issues occurred.

Manufacturer narrative:
Continuation of d10: product ID 8711 lot# j11349r13; implanted: (B)(6) 2002; explanted: 2017-11-06. Product type: catheter; product ID: 8711; lot# j11284r27; implanted: (B)(6) 2002; explanted: product type: catheter; product ID: 8711 lot# j11289r29; implanted: (B)(6) 2002 explanted: product type: catheter; section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(6) , ubd: 16-sep-2004, UDI#: (B)(4) ; product ID: 8711, serial/lot #:(B)(6) , ubd: 02-jul-2004, UDI#: (B)(4) ; product ID: 8711, serial/lot #: (B)(6) , ubd: 18-jul-2004, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that, in regards to the type of catheter issue that occurred, "when pressure built up it pushed it out of my on spinal canal causing a huge grapefruit size of fluid to form on lower back". The patient lost "most of my spinal fluid". The patient also had to suffer through withdrawal. In regards to the cause of the catheter issue, the patient stated that they were told that scar tissue caused it to slip out in regards to actions/interventions taken to resolve the catheter issue, "in the catheter stopping flow." The patient stated that "the way this has been handled is very bad". Per the patient, it took them several months to get them to check the catheter. All the time, the meds were going into their body somewhere. It was noted that, during all of this, the patient had two "ablasions" and had to have 4 feet of their colon removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.